Event description:
Same case as MFR #: 2134265-2008-03449. It was reported that during a drug-eluting stenting treatment procedure, the stent moved on the balloon. The 45% stenotic lesion was located in the non-tortuous and moderately calcified mid left anterior descending artery. The vessel diameter was 3.0mm. The physician first predilated the lesion with a 2.30x15mm maverick balloon. Then the physician advanced the 3.0x20mm taxus liberte stent to the lesion and was unable to cross. The physician removed the stent and observed "that this getting up of the proximal part". The physician then advanced another 3.0x20mm taxus liberte stent to the lesion and was unable to cross again. The physician removed the device and observed that "the stent was moved partially on the balloon". There were no patient complications. The procedure was successfully completed with a 2.5 x 20mm taxus liberte stent. Patient status is reported as "stable".

Manufacturer narrative:
Device evaluation: product analysis confirmed the difficulty stated in the complaint. A visual and microscopic examination found damage to both the proximal and distal edges of the stent and the stent had moved approximately 1cm distally. Both ends of the stent were flared. This type of damage is consistent with the delivery system encountering some form of restriction or partial inflation of the balloon. There were kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. A recommended sized guidewire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. A review of the manufacturing record for this particular batch shows that the device met its material, assembly, and product specifications. The most probable root cause of the reported difficulty is determined to be operational context due to the anatomical and/or procedural factors encountered during the procedure.